Manufacturer narrative:
Received one used device, list# 024276178 for evaluation on july 22, 2019. In addition, one used list# ch3034, 5" (13 cm) bag spike adapter w/spiro, lot# unknown and one used microclave spike lot# unknown was received. As received, the set was visually inspected and no issues were found. The vent of the drip chamber was examined closely and the filter material appeared to be wetted out with prior infusate solution while some damage was noted on the sealing surface of the vent cap. The chemoclave vent filter was examined and looked nominal, and the cap sealing surface appeared nominal. The hinge on the cap was partially broken. The probable cause of this break is due to unintentional excessive force during use. The chemoclave was removed from the set and pressure leak tested according to product specifications and no leaks occurred. This adapter was cleared as the source of the leak. The list# 024276178 was air pressure leak tested according to product specifications and a leak occurred from the closed drip chamber vent cap, however the leak occurred above spec. A challenge test was performed on the drip chamber vent and the set failed this test. The vent cap was opened and the filter was seen to be wetting out and leaking under gravity pressure. The reported complaint can be confirmed. The probable cause of the observed filter leak is temporary or permanent loss of the hydrophobic properties of the vent material due to infusate interactions. A lot history review was not possible as no lot number was provided.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a plumset where 5-fu leaked from the air vent during infusion. No additional information was provided.